Event description:
It was reported that the procedure was to treat a mildly tortuous lesion in the diagonal vessel. First, a vision stent was implanted in the left anterior descending artery. The 2.0 x 12 mm mini trek balloon catheter was advanced to the bifurcation, but could not cross through the stent struts of the vision stent. The trek was removed so that the guide wire could be re-positioned. While looping the trek up for re-use, the shaft broke. A new mini trek balloon was used to continue the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported separation was confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.